Manufacturer narrative:
This serves as a correction report. The date of this report in section b4 of the initial MDR is not correct. The correct date is feb. 15, 2012. In addition, operator of the device in section d5 was not correct. The correct selection is health professional.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.